Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 126149 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (126149) have been reported from the same facility.

Event description:
It was reported "incident involving a sudden cardiac arrest in the latter part of february, the crew states they deployed a 25 mm needle into the left proximal tibia and the trochar could not be separated from the catheter. The crew moved to the right leg and deployed a 45 mm. The crew states they tried to separate the trochar, and the entire needleset pulled out of the leg." Was an injury/death involved: nonjury/death this report addresses the second needle used (45mm).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported " incident involving a sudden cardiac arrest in the latter part of february, the crew states they deployed a 25 mm needle into the left proximal tibia and the trochar could not be separated from the catheter. The crew moved to the right leg and deployed a 45 mm. The crew states they tried to separate the trochar, and the entire needleset pulled out of the leg." Was an injury/death involved: nonjury/death. This report addresses the second needle used (45mm).

Event description:
It was reported " incident involving a sudden cardiac arrest in the latter part of february, the crew states they deployed a 25 mm needle into the left proximal tibia and the trochar could not be separated from the catheter. The crew moved to the right leg and deployed a 45 mm. The crew states they tried to separate the trochar, and the entire needleset pulled out of the leg." Was an injury/death involved: nonjury/death this report addresses the second needle used (45mm).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty removing the trocar was confirmed; however, the root cause was not identified. The product returned for evaluation was one 45mm intraosseous (io) needle. Usage residues were observed throughout the sample. The trocar was inserted into the needle shaft. The trocar bevel appeared misaligned with the needle bevel. Microscopic inspection of the sample confirmed that the trocar was misaligned with the needle. The tip of the needle exhibited deformation. The deformation comprised twisting of the tip of the needle bevel. Attempts to remove the trocar from the needle were unsuccessful. The trocar appeared to be stuck due to the misalignment. The misalignment between the trocar and needle appeared to cause the observed inability to remove the trocar. Such misalignment can occur during initial device assembly and if the trocar is removed or partially removed and then reinserted. The biological residue and needle tip deformation suggested some degree of device manipulation, preventing determination of precisely when that improper insertion/reinsertion occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.